Manufacturer narrative:
Name: medtronic minimed street-18000 devonshire street city- northridge state- ca zip code- 91325 zip four- 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545/3003442380.

Event description:
The patient reported adhesive issues occurred on (B)(6) 2026. The adhesive detached while the patient was sleeping.